Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve implant, a femoral approach and a medtronic guidewire were used for the procedure. A pre-implant balloon dilation was performed with a 22 x 40 mm balloon, although a 25 x 40 mm balloon was suggested. The valve was loaded and noted to be overlapped to the third node. When releasing the valve, the valve did not open completely. The valve was recaptured and released again, but complete infolding was seen at 80% deployment. The valve was recaptured and withdrawn from the patient. A new valve was loaded using a new delivery catheter system (dcs) and compression loading system (cls). Overlap was observed up to the third node. A pre-implant balloon dilation was performed with a 25 x 40 mm balloon. The valve was slowly released and implanted at a depth of approximately 4 mm in the non-coronary cusp (ncc) and 6 mm in the left coronary cusp (lcc). No patient complications were reported as a result of this event. Additional information was received that the pre implant balloon that was performed using the smaller balloon contributed to the insufficient opening of the valve.

Manufacturer narrative:
Continuation of d10: product ID {d-evprop34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Image review: seventeen media images were provided. There was no computed tomography (CT) scan or executive summary provided for ana tomical considerations. It was reported that a pre-implant balloon dilation was performed with a 22 x 40 mm balloon, although a 25 x 40 mm balloon was suggested. The valve was loaded and noted to be overlapped to the third node. Evidence shows the valve having crown overlap beyond the fourth node. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The entire system should not be used. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. The infold was not identified and it was reported that when releasing the valve, the valve did not open completely. The valve was recaptured and released again, but complete infolding was seen at 80% deployment. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. The valve was recaptured and withdrawn from the patient. After a pre bav with a 25x40mm balloon, a new valve was loaded using a new delivery catheter system (dcs) and compression loading system (cls). Overlap was observed up to the third node. Evidence shows crown overlap touching the fourth node. The misload was not identified and the valve was inserted and deployed to the point of no recapture. Evidence is consistent with another infold, subsequently it was not identified, and the valve was deployed. The valve appears to be fully expanded on release. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.